Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device longevity was 2.4 years remaining even though a previous check from 8 months prior revealed a device longevity of 4.3-4.5 years. The patient was stable. The device was explanted and replaced.

Manufacturer narrative:
Correction MDR required to state that the device was not explanted and replaced, but still remains implanted.

Event description:
It was reported that the device longevity was 2.4 years remaining even though a previous check from 8 months prior revealed a device longevity of 4.3-4.5 years. The patient was stable. The device.